Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was provided with information to reset the pump, which was done prior to contacting technical support, and was able to continue using the pump. Technical support advised the customer to call back if the malfunction code recurred, and the customer acknowledged this advice.